Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. A search of the lots delivered to the patient was conducted, with a time frame of three months before of the event date. No information was found related to possible lot number from product (B)(4). A device history review was not performed since the lot number is unknown and no information was found for a related lot number from product (B)(4). However, a device is not released unless there are no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A plant investigation is in progress and a follow up medwatch report will be filed upon completion of the evaluation.

Event description:
A peritoneal dialysis (pd) patient 's contact reported a fluid leak originating from a hole in the patient's peritoneal dialysis catheter extension set. The cycler had alarmed for air detected in the cassette during drain 1. Treatment was discontinued. The patient's pd nurse stated that the patient was asymptomatic for infection and had no adverse event. Per clinic protocol, the patient was administered a prophylactic dose of the antibiotic vancomycin. The patient remained on his continuous cycler assisted peritoneal dialysis (ccpd) therapy throughout. The part was not made available for evaluation.